Manufacturer narrative:
Based on the information received, the eri message has cleared after the artemis app was updated. However, the results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient controller displayed 'replace generator soon' message. Software update cleared the message. Patient successfully connected with their ipg and has therapy.